Event description:
The pt had coupling and communication issues with their neurostimulator. They could not make adjustments to the stimulation with or without the antenna attached to the pt programmer. An overdischarge and power-on-reset (por) condition was suspected on the device as it had not been used or recharged since (B)(6) 2010 when the pt was being transitioned to an assisted living facility. Additional info has been requested.

Manufacturer narrative:
(B)(4).